Event description:
It was reported that the entire unit would not be able to lift / transport a patient due to a broken strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.